Event description:
It was reported that the patients device could not be interrogated preoperatively prior to a generator replacement surgery, and when the new generator was connected to the lead, high impedance was seen. The new generator was tested with a test resistor and the impedance was normal. The patient subsequently underwent full revision and the impedance was normal. Explanted generator and lead were discarded. Information was received that there were no visible cutes of nicks on the removed section of the lead and the surgeon did not notice any other cuts or nicks on the old lead during surgery. There were no breaks of abrasions noted by the surgeon. The surgeon did not remove the top half of the lead/electrodes so the status of that section of the lead is not definitively known. There was no reported trauma/damage to the lead when implanted or up until the high impedance was discovered. Device history records were reviewed lead and device passed all functional specifications and quality tests and were sterilized prior to distribution. The explanted device has not been received into analysis to date. No additional relevant information has been received to date.